Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. The device was not making any sound when alarming. The customer reported that the pump alarmed for low sensor glucose and insulin delivery was suspended, however, the device did not make a beeping noise, it only vibrated. The device alarmed hardware low level failure during self-test. The customer¿s blood glucose was 93 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.